Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section h10: additional information provided by the hospital medical records indicated approximately two years and eight months post valve implant, an echo performed showed an aortic bioprosthesis with mild ar, pvl, moderate/severe aortic stenosis and severe mac. Fourteen days later the patient underwent a valve in valve procedure via transfemoral approach. The procedure was successful with no ar or pvl observed. There were no ew device malfunctions or procedure complications reported. The mean aortic gradient was reduced to <10mmhg. Echo the evening showed a well-placed valve without ar or pvl, and a mean aortic gradient of 26mmhg "which is likely overestimated due to hyperdynamic function". On pod1 the patient was discharged feeling markedly improved. There are no plans for re-intervention. The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis two years and eight months post valve implant is unknown, however may be due to the patients advanced age, pre-existing valvular disease process, co-morbidities and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI reference number (B)(4). A device history record review (DHR) was performed and did not reveal any issues that may have contributed to the complaint event. Investigation is ongoing.

Event description:
As reported, two years and eight months post transfemoral tavr procedure, the patient underwent a valve in valve (23mm sapien 3 valve in 23mm sapien 3 valve) due to stenosis. The patient was noted to be alive at the conclusion of the case.